Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a request was made for technical services (ts) to review stored episodes for this implantable cardioverter defibrillator (ICD). Upon review, ts found evidence indicative of farfield oversesing of sensed ventricular events on the right atrial (ra) channel. Subsequently, device parameters were reprogrammed. No adverse patient effects were reported. This ICD remains in service.